Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was in vvi mode. The physician attempted to reinitialize the device without success.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received